Manufacturer narrative:
Technician inspected the bed and found fluid had gotten inside the left intermediate siderail and damaged the caregiver pc board. Replaced the left caregiver pc board to resolve this issue.

Event description:
Facility complaint is that the left intermediate siderail "service required" led is illuminated. No injury reported.